Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and reportedly the customer was using cold insulin, not performing the air removal step correctly and was using the infusion set trustee for 3 days. Tts informed the customer that using cold insulin, not performing the air removal step correctly and using the infusion set trustee for 3 days is off label per the tandem user guide. Customer change the pump supplies and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider.